Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. H3 other text : scrapped for reclaim.

Event description:
It was reported that this right atrial (ra) lead was replaced due to a conductor fracture, insulation issue, impedance issues and noise caused by twiddler's syndrome. This lead returned and was scrapped for reclaim. No additional adverse patient effects were reported.